Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10 a getinge filed service engineer was dispatched to evaluate the unit and calibrated the transducer during maintenance. No further errors were detected. The unit was handed over to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after start-up, the cardiosave intra-aortic balloon pump (iabp) helium display is not shown. There was no patient involvement.